Manufacturer narrative:
The reported event of ipg turning off by itself was not confirmed. All the ipg channels were programmed using aggressive settings and monitored on the oscilloscope for about two hours and never turned off on its own. Also, the output signals did not deviate from the expected levels when stimulation was turned on. The return ipg passed all functional testing (bench and autotest). No root cause was identified for the reported event.

Event description:
Additional information received indicates that the issue has been resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22160. It was reported that the patient experienced loss of therapy due to the ipg turning off unintentionally several times in a day. In turn, surgical intervention took place on (B)(6) 2020 where in the ipg and extension were explanted. Intra-op impedance check showed no abnormality on the lead. The stimulation was monitored with an external pulse generator and there was no therapy turning off. As such, a new ipg and extension were implanted on (B)(6) 2020 addressing the issue. Reportedly, therapy has been confirmed post operatively.